Event description:
When doing a preprogrammed bone scan on a pt, the detector contacted the pt's head but the collimator collision sensing device did not activate. The tech had to stop the procedure manually. The pt declined any medical examination and left. The following day he returned and rec'd an x-ray and CT.